Event description:
Placing biliary stent in patient's papilla and elevator broke in endoscopic retrograde cholangiopancreatogram (ercp) scope. Will follow up with event reporter for status of equipment.